Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset (por) occurred. Analysis of the device memory indicated the electrical reset alert. An illegal address por occurred on (B)(6) 2014.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. A power on reset (por) occurred from an illegal address/stack overflow/underflow. An illegal address por was recorded on (B)(6) 2014. Analysis of the device memory indicated the electrical reset alert. There was an issue with the battery data longevity estimator.

Event description:
It was later reported that the device again experienced a power on reset (por). The device software was upgraded and the device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had power on reset (por) and the longevity estimator was missing. Reprogramming was completed and the ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).